Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was advised to try a different scope, but the customer insisted there could be a setting issue. There was no setting issue found during troubleshooting. The customer was subsequently transferred to repairs department for further assistance. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the video system center did not have image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus and the reported device problem (no image on the main monitor when the cable was wiggled) could not be verified. A review of the device history record found no deviations that could have caused or contributed to this problem. As the device was not returned, the investigation could not establish a root cause for the reported problem.